Event description:
During a laparoscopic cholecystectomy, two 355lds and one 512sd safety shield did not react at all after penetrating the peritoneum. The obturators only are being returned. The 512sd was discarded. There was no consequence to the pt.